Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer received a failed battery alarm. Customer's blood glucose level at the time 168 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had blank display due to battery tube connector not plugged in properly on pcba. The insulin pump was unable to test for failed battery test alarm due to blank display. Reconnected the connector the battery tube connector at on pcba and monitored for 2 days. No unexpected failed battery test alarm or blank display noted. The sleep current was in specification. The insulin pump passed self-test. The insulin pump had minor scratched display window and scratched case.